Event description:
Leaving behind small pieces for me to later find down there- female genital [foreign body in reproductive tract]. Pull strings unravel, tiny pieces of string left behind [device breakage]. Case narrative: consumer reported via e-mail that the pull strings unravel. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Leaving behind small pieces for me to later find down there- female genital [foreign body in reproductive tract]. Pull strings unravel, tiny pieces of string left behind [device breakage]. Case narrative: consumer reported via e-mail that the pull strings unravel. No serious injury reported.